Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used, but it was very difficult to open and close the hemostasis valve. This caused a lot of blood to leak from the hemostasis valve during the entire procedure. The procedure was completed successfully with this device and there were no further patient complications. The patient was discharged with no further issues.